Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) alarm, the pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) alarm, and the battery failed alarm. Also, the customer reported the sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed for the battery failed alarm, and the customer did not receive another alarm after replacing the battery. Troubleshooting was performed for the pump error alarm, and the issue was possibly caused by a site issue, as the error did not recur after rewinding the pump and completing the rewind/prime process again with the same set. Troubleshooting was performed for the sensor updating alert, and the behavior has been occurring for less than 3 hrs. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7040a.